Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low glucose event overnight after going to bed with a glucose value around 93 mg/dl, with a subsequent reported nadir of 51 mg/dl on the sensor that was not confirmed by a fingerstick; troubleshooting and education were provided, including instruction to confirm lows with a fingerstick and to treat with oral glucose as needed. Symptoms included no reported hypoglycemia symptoms. Outcomes included stabilization of blood glucose without hospitalization or medical intervention beyond oral glucose guidance. Investigation included user interview and product use review. Investigation of this case revealed no device malfunction reported and no confirmed measurement error, with the event cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.